Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine cheeck, the cs100 intra-aortic balloon pump (iabp) had an electrical test failure 50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse cross checked motor control printed circuit board (pcb) with working one and found machine working ok. Fse replaced motor control pcb provided by customer from their standby unit to up the machine for clinical use. All functional tests are performed successfully. Machine handed to the customer in working condition. Fse states that once received motor control pcb provided by getinge, it will replace standby pcb with new one. Replaced motor control pcb. Performed all functional tests successfully. Machine handed to the customer in working condition.

Event description:
N/a.